Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01472. It was reported that the patient experienced ineffective stimulation. The patient underwent surgical intervention to get a drg system. The existing ipg was replaced with a new ipg. The existing lead was left in place and two drg leads were added. Effective therapy was restored post operation.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01472.